Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that almost 7 months after the dental implant was installed in patient's mouth it was verified its loss of osseointegration. Forty ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii and perforation of the sine membrane has happened during surgery.